Event description:
The passer broke inside the patient while the hcp was tunneling through the neck area. The broken part of the carrier was removed with a forceps. The extension was implanted. The was no patient injury. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
See scanned pages.